Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise, oversensing and suspected insulation abrasion were confirmed. As received, a partial lead was returned in two pieces. Two external insulation abrasions were observed proximal to the suture sleeve tie impression breaching the ring electrode, right ventricular and inner coil lumens. In one of these abrasions, the polytetrafluoroethylene (ptfe) liner and one right ventricular ethylene tetrafluoroethylene (etfe) cables coating were also observed to be abraded. The cause of the reported events was due to the abrasions revealed with exposed inner coil and right ventricular etfe cables coating which is consistent with friction to the device can.